Manufacturer narrative:
Sc-1200 (sn:(B)(4)) device evaluation indicated that the complaint was confirmed. The device was no longer functioning due to u2-asic damage. The device would not be charged. Excessive sleep current leakage measured. Low impedance measured between vh node and ground. Hot spot was observed on u2-asic. It was reported that an electrocautery was used during the previous revision procedure.

Event description:
A report was received that the patient was having difficulty linking the ipg to the remote control. It was noted that the patient underwent a recent revision procedure (MFR report#:30066330150-2017-01005) wherein it was believed that electrocautery may had been the reason for malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Event description:
A report was received that the patient was having difficulty linking the ipg to the remote control. It was noted that the patient underwent a recent revision procedure (MFR report#:30066330150-2017-01005) wherein it was believed that electrocautery may had been the reason for malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)